Event description:
Customer reported a malfunction with their insulin pump, indicated by malfunction code 24. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.